Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire became stuck in the left ventricular (lv) lead. The lead was not implanted and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a guide wire stuck in the lumen. The guide wire was kinked/buckled. There was blood on the distal conductor of the lead and it was not obstructed. The analyst noted that the lead was returned with a competitor guide wire stuck in the distal tip of the lead. The guide wire was kinked and blood was found throughout the lead . Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.